Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during an operation with lcp-clavicle plate with lateral extension, the drill bit was broken during the drilling for cortical screw. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history records was performed and no complaint related issues were found. The investigation was not able to determine the exact cause that led to the breakage of the drill bit. It is possible according to the visual damages on the tip that the drill bit got stuck and the lateral force may have resulted in the breakage of the shaft. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. This complaint was determined to be invalid.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis. Placeholder.